Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert on the upload, but health care professional (hcp) did not get the alert. Boston scientific technical services (ts) referred hcp to radiology for further explanation. This device remains in service. No adverse patient effects were reported.